Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: photo evaluation: 1 photo was returned for evaluation. From the photo, observed damaged on syringe barrel. Investigation conclusion: from the photo observed that the syringe was damage on the syringe barrel. The team confirmed the customer experience. The complaint is confirmed, and product is out of specification. Root cause description: there was no quality notification raised related to the reported defect of barrel / flange damaged for the assembled syringe for past 12 months. Unable to confirm the nonconformance as samples were not returned for evaluation. Therefore, root cause could not be determined. If samples are received in the future, the complaint will be re-opened and re-investigated. Rationale: batch number is required to make corrective action determination. An awareness on the non-conformance will be communicated to associate.

Event description:
It was reported that the syringe 5ml ls 23ga 1-1/4in tw experienced a failure to contain blood/medication prior to use. The following information was provided by the initial reporter: the barrel broken.